Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device requested, not yet received.

Event description:
During a procedure, the screw driver head warped. Another driver was used to complete the procedure without delay.